Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse of a customer reported via phone call of having high blood glucose of 1000mg/dl. Troubleshooting found that the hemostat test passed and the pump is working as designed. Customer was advised to change out the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised to monitor the pump and call back if further assistance is needed. No further details given.